Event description:
Subsequent to the initial MDR, additional information was provided. It was clarified that when the patient passed out, the cgm was 70 mg/dl and the bg was 38 mg/dl. When paramedics arrived, the cgm was 35 mg/dl and the bg was 68 mg/dl. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm value on her tandem insulin pump was 70 mg/dl and then 68 mg/dl while the bg meter was reading 38 mg/dl. The patient eventually passed out. The patient¿s husband called 911. Once emergency medical services (ems) arrived, the patient was treated with a glucagon injection. It was not specified when during this event the patient regained consciousness. Ems recommended the patient be brought to the ER; however, she refused as her insurance would not pay for it. Ems then advised the patient to drink some apple juice and to call them back if their assistance was needed again. The patient was ¿fine¿ at the time of report. Data was evaluated, and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values taken by the patient fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.